Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose level and sensor issues. Blood glucose level at the time of the incident was 439 mg/dl. Customer also stated that they were getting alert to change sensor and sensor updating. It was not noted if auto mode feature was active and automatically adjusting insulin delivery at time of high blood glucose event. Customer declined to review sensor best practices (site selection, taping, calibration protocol). No product is expected to return.